Manufacturer narrative:
Corrected data. D1 updated/corrected. Investigation summary: ppae (stroke): the root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The 59 year old male with history of coronary artery disease, mitral regurgitation, ischemic cardiomyopathy and tobacco abuse. On (B)(6), they underwent coronary artery bypass grafting/mitral valve replacement (CABG/mvr) with implant of impella 5.5. On (B)(6), they experienced aphasia with right hemiparesis/ left sided gaze. The head CT was noted to be unremarkable. On (B)(6), the device weaned and explanted without incident.